Manufacturer narrative:
Corrected data: b5, a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced hyphema and elevated iop. In a separate visit the lens was explanted. The problem was resolved. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. In a separate visit the lens was explanted. The problem was resolved.

Manufacturer narrative:
Intraocular preasure (iop) above baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).